Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.